Event description:
It was reported that the patient was not cooling on the arctic sun device. The patient was approaching 4 hours of cooling. Their protocol was to have the patient at target within 4 hours. The water temperature was increasing and it was around 30c. The patient was 38.6. The nurse got a message that the filter was dirty but he did not know where the filter was. He emptied the pads and resumed therapy, but the water temperature was not decreasing. Ms&s explained that the device would need to go to biomed, and asked him to label it with alert 113 not cooling. The nurse stated he would try to locate another device. The patient had a poor prognosis.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective mixing pump. However, this cannot be confirmed. The serial number for the device associated with this particular event could not be identified by the complainant; however, the following serial numbers (B)(4), date of manufacture 04/01/2014; (B)(4), date of manufacture 05/01/2014; (B)(4), date of manufacture 05/01/2014; (B)(4), date of manufacture 06/01/2014; (B)(4), date of manufacture 06/01/2014; (B)(4), date of manufacture 05/01/2014; (B)(4), date of manufacture 05/01/2014; (B)(4), date of manufacture 05/01/2014; (B)(4), date of manufacture 06/01/2014 were in use at the time this event occurred. These serial numbers underwent a manufacturing review and the device history records found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient doe snot reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of which may increase the risk of skin injury." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The patient was approaching 4 hours of cooling. Their protocol was to have the patient at target within 4 hours. The water temperature was increasing and it was around 30c. The patient was 38.6. The nurse got a message that the filter was dirty but he did not know where the filter was. He emptied the pads and resumed therapy, but the water temperature was not decreasing. Ms&s explained that the device would need to go to biomed, and asked him to label it with alert 113 not cooling. The nurse stated he would try to locate another device. The patient had a poor prognosis.